Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. F12 unk.

Event description:
It was reported that the lead insulation became damaged when the physician over tightened the lead. The lead was removed and replaced.